Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
On (B)(6) 2013, a sales consultant (sc) reported that the patient was treated for an ankle fracture. The surgeon was using 4.0mm cannulated screws and the threaded tip of a guide wire (part/lot number: 900.722/unknown) broke off in the bone of the patient. The broken tip was then retrieved from the patient causing approximately 30 minutes delay in the procedure. The procedure was successfully completed. This is report 1 of 1 for complaint (B)(4).